Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and alerted for oversensing of noise. The rv lead was revised and repositioned. The lead remains in use. It was further reported that the right atrial (ra) lead had loss of slack. The ra lead slack was reset and remains in use. It was further reported that an alert triggered for impedance out of range by the implantable cardioverter defibrillator (ICD) after the lead revision. The patient indicated that the device had been making an ¿alarm noise¿. The device alert was cleared. The device remains in use. No patient complications have been reported as a result of this event.